Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician noticed that the spacer was out of its initial placement orientation and determined that a spinous fracture had possibly occurred. Therefore the physician decided to remove the spacer. The patient is expected to fully recover.